Manufacturer narrative:
Medtronic received additional information that a mitral tissue sample from this patient tested positive for propionibacterium acnes (p. Acnes).

Manufacturer narrative:
The product has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following implant of this annuloplasty band in the mitral position, this patient experienced a stroke. A thrombus was found at the repair site. The patient's medication was switched from coumadin to a different blood thinner in case that was the cause of the thrombus, and the physician requested an allergy test kit to rule out the possibility of an allergic reaction to this implanted ring. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: medtronic received additional information that a mitral tissue sample from this patient tested positive for propionibacterium acnes (p. Acnes). Patient's relevant medical history includes a history of atrial fibrillation, cerebral vascular accident (cva). Propionibacterium acnes is the relatively slow-growing, typically aerotolerant anaerobic, gram-positive bacterium (rod) linked to the skin condition of acne; it can also cause chronic blepharitis and endophthalmitis, the latter particularly following intraocular surgery. The genome of the bacterium has been sequenced and a study has shown several genes can generate enzymes for degrading skin and proteins that may be immunogenic (activating the immune system). This bacterium is largely commensal and part of the skin flora present on most healthy adult humans' skin. It is usually just barely detectable on the skin of healthy preadolescents. It lives primarily on, among other things, fatty acids in sebum secreted by sebaceous glands in the follicles. It may also be found throughout the gastrointestinal tract in humans and many other animals. Based on this, it is highly unlikely that the device was the source of the infection. However, a true cause to the infection reported and vegetation observed on the device is not determined. The patient has subsequently undergone removal of the ring with no further adverse events reported. Dali, p.; giugliano, e. R.; vellozzi, e. M.; smith, m. A. (2001). "Susceptibilities of propionibacterium acnes ophthalmic isolates to moxifloxacin". Antimicrobial agents and chemotherapy. Liu, j.; cheng, a.; bangayan, nj.; barnard, e.; curd, e.; craft, n.; li, h. (2014). "Draft genome sequences of propionibacterium acnes type strain atcc6919 and antibiotic-resistant strain hl411pa1". Genome announc. Bruggemann, h.; henne, a; hoster, f; liesegang, h; wiezer, a; strittmatter, a; hujer, s; dürre, p; gottschalk, g (2004). "The complete genome sequence of propionibacterium acnes, a commensal of human skin". Science. 305 (5684): 671¿3. Perry, alexandra; lambert, peter (2011). "Propionibacterium acnes: infection beyond the skin". Expert review of anti-infective therapy. 9 (12): 1149¿56.

Manufacturer narrative:
Medtronic received additional information from this patient's physician there was an abscess at the implant site of this device, and the reported thrombus did not appear to be due to an allergic reaction to the device; rather, endocarditis was the more likely cause. Additional information has been requested regarding the infective organism and patient's outcome. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.